Event description:
It was reported that there was a question as to longevity and the device was at rrt (recommended replacement time). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419688, implantable pacing lead, (B)(6) 2001; 1488tc, competitor implantable pacing lead, (B)(6) 2005. (B)(4). Evaluation summary: upon analysis, normal battery depletion was found.